Event description:
(B)(4).

Manufacturer narrative:
As allowed by exemption (B)(4), (the importer) is submitting the report on behalf of heraeus kulzer (B)(4) (the MFR). Although we have not established that the device caused or contributed to the event , we are reporting it to be compliant with 21 cfr part 803 and out of an abundance of caution. Conclusion: the gluma desensitizer was expired at the time of use. Heraeus kulzer does not recommend the use of our products after the expiry date. The directions for use states, "protect mucous membranes by using a rubber dam. Make sure that gluma desensitizer only comes into contact with the area to be treated. Apply the smallest possible amount of gluma desensitizer required for treatment to the dentinal surface" user failed to properly isolate tissue using a rubber dam and applied excessive amounts of gluma desensitizer. This exposed the tissue to the gluma desensitizer. It is addressed in the directions for use the gluma desensitizer is irritating to skin and contact with skin should be avoided. It is stated that if necessary precautions cannot be taken then gluma desensitizer must not be used. The directions also state, "gluma desensitizer must not be used if the pt is allergic to any ingredients contained in gluma desensitizer." The directions for use also states that gluma desensitizer is, "harmful, contains (B)(4) irritating to skin may cause sensitization by skin contact." It is stated that if necessary precautions cannot be taken then gluma desensitizer must not be used. The labeling gives sufficient warning to the user. The user used expired materials and failed to protect the pt or use gd as directed in the directions for use. Due to the aforementioned reason, CAPA measures are not recommended.